Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain one of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected. The technical service representative was unable to finish troubleshooting with the patient because of a bad phone connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.